Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an out of range shock impedance measurement of 135 ohms. It was noted there was a gradual rise in shock impedance since implant. This rv lead was successfully replaced. No additional adverse patient effects were reported.